Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy, roux-en-y, at the closure of blind extremity after esophagojejunostomy, the surgeon clamped the tissue and pushed green button and tried to fire the device, however could not squeeze the handle. They replaced by new handle, and connected the same cartridge, however he/she could not squeeze the handle. They then replaced by new cartridge, and connected the second handle, and the procedure was completed. There was no patient injury.